Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 5107548. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
During nursing procedures, it was discovered that the rubber stopper at the heparin cap connector of the pediatric patient's PICC line had become detached. The area was immediately disinfected, and the connector was replaced. Subsequently, the rubber stopper was found on the floor beside the bed. The PICC catheter was trimmed, and a new single-lumen extension tube connector was installed. Blood culture samples were drawn and sent for testing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.